Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had two cardioversions on 25 feb 2020 at 09:51. After the first cardioversion, the pacemaker was not sensing and it was pacing asynchronously. After the second cardioversion, a short period of asystole was observed on the ECG. The defibrillation patches were placed on the chest and the back. Pacing and sensing parameters were reprogrammed in unipolar configuration. Preliminary analysis reveal normal device functioning before and after the reported event.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient had two cardioversions on (B)(6) 2020 at 09:51. After the first cardioversion, the pacemaker was not sensing and it was pacing asynchronously. After the second cardioversion, a short period of asystole was observed on the ECG. The defibrillation patches were placed on the chest and the back. Pacing and sensing parameters were reprogrammed in unipolar configuration. Preliminary analysis reveal normal device functioning before and after the reported event.